Event description:
Health began to decline after breast implants. Weight gain. Fibromyalgia, joint pain, anxiety, brain fog, physical pain, fatigue, multiple yearly sinus and ear infections, staph and skin infections and rashes . None of these happened before breast implants. FDA safety report ID # (B)(4).